Event description:
A female resident was being transferred via a hoyer lift when the slings stitching came apart causing the resident to fall to the floor. Taken to ER a CT scan was done and the small laceration to resident's head was sutured. Resident was returned to the nh with no problems. Unable to determine cause of sling coming apart.